Manufacturer narrative:
The customer¿s report of a leak from a small hole in the tubing set was confirmed. The cause of the leak was due to a small tear in the tubing above the distal smartsite. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components inspection of the set noted that the vinyl tubing had a tubing tear approximately (31) inches above the last distal smartsite port. No other anomalies or tools marks were observed around the tear or throughout the set. Functional and pressure testing confirmed leaking from the tubing tear. A definitive root cause of the tear was not identified.

Event description:
It was reported that the nurse was priming the tubing set with 0.9% sodium chloride when the nurse noted that the tubing set leaked. Upon further inspection, the nurse found a small hole in the tubing set. The customer further stated that the event occurred prior to patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse was priming the tubing set with 0.9% sodium chloride when the nurse noted that the tubing set leaked. Upon further inspection, the nurse found a small hole in the tubing set. The customer further stated that the event occurred prior to patient involvement.